Event description:
During a remote follow up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and it was suspected that the cause of the event was due to fusion/pseudofusion beats. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, post-paced t-wave oversensing was noted on the device. Technical support was contacted and it was suspected that the cause of the event was due to fusion/pseudofusion beats. No intervention has been conducted at this time but device reprogramming was recommended to resolve the event. The patient was stable and will continue to be monitored.